Event description:
According to the reporter, the device had broken balloon when idc removed on 2 catheters. First idc inserted at start of surgery, no urine output when patient arrived. Second idc inserted and removed as broken balloon. Catheter balloon was tested and found to be leaking. Bladder scan was attended, 650 ml in bladder. Then required 2 idc insertion set ups as 2nd idc balloon broke. The patient experienced pain and discomfort.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.